Event description:
The user facility reported a 63-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The pump was placed to bridge the patient to transplant. On day three of the support, the team found an access site bleed. The bleed was treated by intervention in the form of applying an absorbable hemostat and changing the dressing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use for impella cp with smart assist system, section: general patient care considerations. States ¿assess access site for bleeding and hematoma.¿ added-d6a. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. Explant date: unknown.